Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high and low. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began at noon on the day they contacted lfs ((B)(6) 2012). The reporter was unsure of the exact blood glucose results being obtained on the subject meter, but stated that the subject meter had been dropped several times and since then has been prompting high and low results. The reporter told the cca that the patient manages his diabetes with insulin (self adjusting) and denied that he made any changes to his normal diabetes management due to the alleged issue starting. The reporter claimed that the patient became "shaky" and was treated in the emergency room due to the alleged issue starting. It is not known when the patient symptoms began or when he went to the emergency room. However, while the reporter was on the call with the cca they mentioned that the patient was still in the hospital. During troubleshooting the cca was unable to confirm if the subject meter was set to the correct unit of measurement. The reporter did not have control solution during troubleshooting and so a control test could not be performed. The alleged issue was resolved with training. However, replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and was treated in the emergency room as a result of the alleged inaccurate readings being obtained on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.